Manufacturer narrative:
Only the coil was returned for evaluation and the pouch was not returned.

Event description:
It was reported the pouch was not sealed, and therefore the device was not used in the patient.